Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A cusa micro extended tip c4615s was being used in a tumor removal procedure by using an endonasal approach. The surgeon noted that after the procedure that the tip had burnt the inside of the pt's nose. Add'l info has been requested.